Event description:
The manufacturer received information alleging a service required alarm. There was no serious patient harm or injury that occurred or was reported. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed in the event log. An error code related to battery charging was found in the event log. Evt_battery_not_charging_fault means the internal or detachable li-ion battery is not charging due to a hardware fault for greater than or equal to 1 minute. The device's detachable battery, detachable battery harness, detachable battery board and system board were replaced to address the issue.